Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. The customer was shaky and received third party assistance from their boyfriend, who assisted with getting carbohydrates into the customer¿s system to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.